Manufacturer narrative:
(B)(4). Patient was not hospitalized. The cause of the peritonitis was also reported as ¿hand contamination¿. The patient was not hospitalized for the peritonitis. On an unreported date, the patient received treatment with ceftin and vancomycin (intraperitoneally, doses and frequencies not reported). On an unreported date, dianeal therapies were discontinued and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event. The patient was treated with intraperitoneal ancef (dose, frequency and duration not reported) and intraperitoneal gentamicin (dose, frequency and duration not reported) for peritonitis. During hospitalization, the patient was performing both peritoneal dialysis therapy and hemodialysis therapy. At the time of this report, the patient was recovered from the peritonitis event and peritoneal dialysis therapy was ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.